Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was not successfully implanted due to helix issue.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. As per additional information, this record has no longer meets reportable complaint criteria.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. As per additional information, this record has no longer meets reportable complaint criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the helix is extended and dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. Also, a typical surgery-related damage is noted but is considered normal. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was not successfully implanted due to helix issue.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.